Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was above 400 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling thirsty due to their high blood glucose. Troubleshooting did not find any leaks or air bubbles on the insulin pump. The customer declined to complete troubleshooting. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.